Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Consumer's power of attorney states that the end user is blind and deaf and has not used the unit for several years and the power chair was disconnected and stored at her former assisted living facility. The battery is dead. The arm control unit is broken. MDR filed.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. The malfunction has not been confirmed.